Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was not detected on communication bus. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1-2 had failed and was not recovering due to a bad controller board. A field service engineer (fse) replaced the retractor band, cleaned the tray, and replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.